Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call by the customer's parent that the customer's insulin pump was over delivering insulin. The customer had blood glucose of 50 mg/dl at the time of one of the incidents. The caller stated that on (B)(6) 2019 the pump delivered 3.5 units when it was supposed to deliver 1.2 units. The pump also delivered 1 unit instead of 2 units on the same day. On (B)(6) 2019 the pump gave a low reservoir alarm when the reservoir was full. The caller did not mention how the customer treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will not be returned for analysis.